Event description:
Pinnacle litigation received. In addition to what were previously alleged, litigation alleges that friction and wear from the pinnacle metal on metal device released toxic metal debris into the patient¿s body causing elevated metal ion levels in the body, inflammation, soreness, tissue and bone loss, permanent injuries, discomfort, emotional distress, suffering and other related diseases, thereby, impairing the patient¿s activities of daily living. Added new associated contact.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address groin pain. Doi: (B)(6) 2010. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup and metal wear.